Event description:
1 of 2 reports. Other mfg report number: 3013886523-2021-00527. A facility reported a microsensor was implanted with reading of 2 mmhg with good waveform. The patient was transferred to pacu (post-anesthesia care unit) and then to trauma neuro ICU (intensive care unit). Patient was settled in and they connected to philips and it was reading fine. They noticed it start to rise up to 24 mmhg, then it went up as high as 40 mmhg and dropped down to -44 mmhg and started alarming (either cable or sensor failure). They changed cables, let the machine reboot and same error appeared. The patient was taken to CT without a monitor. CT showed proper placement and also showed that brain swelling was decreasing; however, the sensor was explanted on (B)(6) 2021.

Manufacturer narrative:
Complaint sample was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.